Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that during iol implantation the capsular bag ruptured. The UK national ophthalmology database audit report for 2022 states that for all surgeons 0.91% of operations were affected by posterior capsule rupture (pcr) and that this is slightly below the currently consultant only rate of 1.1%. Our lifetime rate of posterior capsule rupture for our rayone platform and specific lens types are well below the rates published in the nod audit report. The rayone preloaded injector risk analysis identified advancing the plunger too quickly and forcing a jammed plunger during iol insertion as possible causes of capsule rupture. Our review of production records for the rayone emv rao200e batch 013207911 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No no other incidents, of any type, have been received against the rayone emv rao200e batch 013207911.

Event description:
On 19th july 2023, rayner received notification from its french affiliate company of an event that occurred during use of a rayone emv rao200e. The event description provided states that the capsular bag ruptured during iol implantation.